Event description:
It is reported that a customer experienced low blood glucose levels that caused the customer to lose their balance and fall. The customer blood glucose level at the time of the event was unknown. However the customer's blood glucose was a normal 156 mg/dl during the time of the call. The customer stated that they had to crawl on the floor to find some orange juice to treat their glucose levels. The customer called their daughter for assistance as well. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and found that their insulin pump works as designed. The customer was educated once more on the priming technique and advised her to call back if they experienced any issues with their pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.